Manufacturer narrative:
All available information was investigated, and the reported leak was unable to be confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported leak could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 on a patient with an enlarged atrium. A mitraclip xtw (51029r1095) was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened to roughly 40-60 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A mitraclip xtw (51008a2011) was then inserted and advanced to the valve. However, during positioning, a small echogenic structure was observed on the clip arm. To treat the thrombus, heparin was administered. Therefore, the clip was removed from the patient and visually inspected. It was noted that there was no issue with the clip device. Therefore, the clip was reinserted, and the procedure was continued. However, during final positioning of the clip, air was observed to be leaking from the steerable guide catheter (sgc) (60105r1106). To remove the air from the device, aspiration was performed. The clip was implanted. The sgc was removed from the patient, and the procedure was completed. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3 on a patient with an enlarged atrium. A mitraclip xtw (51029r1095) was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip continuously opened to roughly 40-60 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A mitraclip xtw (51008a2011) was then inserted and advanced to the valve. However, during positioning, a small echogenic structure was observed on the clip arm. To treat the thrombus, heparin was administered. Therefore, the clip was removed from the patient and visually inspected. It was noted that there was no issue with the clip device. Therefore, the clip was reinserted, and the procedure was continued. However, during final positioning of the clip, air was observed to be leaking from the steerable guide catheter (sgc) (60105r1106). To remove the air from the device, aspiration was performed. The clip was implanted. The sgc was removed from the patient, and the procedure was completed. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.